Event description:
Spouse of home pt (hp) reports 3 incidents of leaking sets noted during prime of automated peritoneal dialysis treatment. Spouse was unable to pin point exact location of leak. Spouse reports no pt or medical intervention as a result of incidents.